Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not powering on. A field service engineer (fse) talked to the customer about rebooting the refrigerator to restore communication. Then, the fse observed that the power plug connected to the ground fault circuit interrupter had tripped several times and recommended that engineering replace the receptacle with a standard one. The system functioned as intended after the customer resolved the issue. (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge was not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.